Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with serial number a111994 exhibited faster-than-normal battery depletion, consistent with premature battery discharge, as the charge dropped from full to 42 percent shortly after a full recharge, indicating a problem associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery and implicated the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.